Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 41 mg/dl; cause was unknown. The customer manually suspended insulin delivery to treat bg. Reportedly, the customer alleged that the basal software did not suspend insulin delivery. Review of the pump data logs by tandem technical support verified that the basal software suspended insulin delivery as expected and insulin delivery was resumed when the customer's bg readings began to increase. Customer acknowledged the information provided.